Manufacturer narrative:
The device was returned to zoll medical corporation. Internal inspection was performed and found screws missing on flex circuit assembly. Screws were installed on flex circuit assembly to resolve the report. The device was returned to zoll's inventory and the customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.